Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6) 2016 in situ measurement showed one channel with high impedance so it was switched off. In situ measurements in (B)(6) 2017 showed another channel with no response. Stimulation of this channel caused pain to user so it was turned off.

Manufacturer narrative:
Conclusion: based on the received information, pain sensation has been reported during stimulation of one basal channel. Further, an additional channel reportedly showed a high impedance value for yet undetermined reasons. The affected channels have been therefore disabled. A decision regarding any further steps has not been made available yet. Despite requested, no further information has been provided that could explain for the reported problems. The device is still implanted and in use.

Event description:
In situ measurements of (B)(6) 2016 show one channel with high impedance values and no response at stimulation, so it was switched off. During in situ measurements in (B)(6) 2017, pain sensation was reported when stimulating one basal channel, which has been disabled even if impedance values are reportedly normal.